Event description:
It was reported that the patient's implantable cardiac monitor could not communicate with a programmer during an in clinic visit. It was found that the implantable cardiac monitor had migrated out of the body. The icm was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).